Event description:
Patient was seen for a prostate biopsy. During biopsy, the instrument that was used to collect tissue specimens was not firing well. Instrument had to be changed mid procedure, and second instrument had the same issue.